Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found wear and tear to enclosure, front cover, water tank cover, and line cord. The customer stated problem was duplicated. Faulty pump was found during the investigation. No action taken due to the age and condition of the device. It is deemed beyond economical repair and was scrapped. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390. Powers on but nothing is running, green led is lit.no patient adverse events reported.